Event description:
The product works and then stops working. It is very unreliable. This has led to more pain. The product's battery life is very weak. This has lead to more pain. The company who developed the product has terrible customer service and tech support. I sent in 4 systems for them to reprogram. The devices came back in a state where they did not work. I have virtually no pain relief. FDA safety report ID# (B)(4).